Event description:
The patient reported the dash controller requires frequent charging, approximately 5-6 times per day, and is not holding a charge as expected. It was reported that the device lights up and displays "loaded" after charging. The charging symbol appears during charging. Additionally, it was reported that the device overheats during use. The patient confirmed to be using the insulet-provided charging cable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.